Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, the patient underwent a left knee revision due to loosening, subacute rupture of the posterior cruciate ligament, synovitis, and pain. The surgeon indicated a substantial posterior sag suggesting injury to the pcl. He noted the tibial component was stable. The surgeon reported the loosening with the femoral component. He indicated the underlaying bone was osteoporotic and fragile but showed no evidence of infection. The patella was resurfaced. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2015 (tibial and femoral component). Doi: unknown date 2015 (tibial insert). Dor: (B)(6) 2015 (right knee).